Manufacturer narrative:
A power management board was ordered, and the issue was reported to be resolved. No other concerns for customer.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
The customer reported unit not coming on with battery power. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer confirmed unable to turn unit on with battery.